Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was taken to emergency room due to high blood glucose on (B)(6) 2018 at 6:30 pm with blood glucose of over 600 mg/dl. The customer was treated with two intravenous bags of solutions. The customer¿s mother reported that the transmitter was not communicating with the insulin pump and insulin pump was getting alarm for sensor updating. The customer¿s current blood glucose level was 207 mg/dl. The customer was not able to get the blood glucose level down. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The insulin pump also received insulin flow blocked alarm. The customer performed displacement test and high pressure test and it passed. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.